Event description:
While troubleshooting an issue with high rbc/mcv control recovery at the account the fse reported a loud pop, sparks and burning smell coming from the ups of the hmx al instrument. (The control recovery issue is not related to the ups issue.) The customer did not need a fire extinguisher, or to call the fire department. There was no report of any patient results being affected by this customer complaint. There was no death, injury or change to patient treatment attributed or connected to this complaint. The lab's exposure control/risk management plans are in place. Field service engineer (fse) was onsite servicing the instrument when the ups made a loud "pop". Sparks shot out from the ups and it smelled like fried electronics. The fse replaced the ups and verified the repairs per established procedures. The defective ups is being returned for evaluation. The root cause for the burning smell coming from the ups is unknown. The hmx al instrument is compliant with the following safety ratings - (B)(4).

Manufacturer narrative:
(B)(4).